Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. It was found that device has an error 46446 and can't be switched on due to this error. To resolve this issue pwa and dso seal will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the issue is unknown. Device evaluation revealed that the dso seal was coming off and the device had an error. There was unknown patient involvement and unknown patient harm/adverse event reported.